Event description:
It was reported that alarm was heard but telemetry was not yet performed. It was noted that the patient¿s uncle thought the patient¿s pump was alarming with a single tone. It was reported that they thought they heard it ¿a couple of times¿. It was noted that the patient was asymptomatic. It was reported that the patient last pump refill was (B)(6) 2014 and the low reservoir alarm date was (B)(6) 2014. It was noted that the healthcare provider (hcp) was not aware if any intrathecal (it) dose increases occurred since the last refill. It was later reported that the pump was interrogated and the pump was confirmed to be stalled. It was noted that the type of it baclofen in the pump was unknown. It was reported that the event logs confirmed there had been 3 stalls, one (B)(6) 2014. It was noted that the first two stalls recovered but the stall that occurred on (B)(6) 2014 @ 1331 has not recovered. It was reported that the critical alarm was active and alarming at the time of report. It was noted that the patient had symptoms of increased spasticity and pain that began at 15:00 the day prior. It was reported that on (B)(6) 2014 the patient presented to the hospital unresponsive. It was noted that narcan was administered which the patient responded to so she was sent back to her extended care facility which is where she currently at the time of report. It was reported that the pump was used to infuse baclofen, specified as lioresal. It was reported the following day that the pump was believed to be malfunctioning due to the 4 stalls since (B)(6) 2014. It was noted that electromagnetic interference (emi) was ruled out. It was reported that the pump was replaced. It was noted that the patient was admitted to the emergency room (ER) at about 3 am the morning of report with withdrawal-type symptoms, ¿although she didn¿t know what the symptoms were or their severity¿. It wasreported that the patient no longer had withdrawal symptoms in the afternoon. It was noted that the pump also recovered at ~13:10 this afternoon, so the patient would have been receiving drug from the pump once again for a few hours however it stalled again this afternoon at 16:07 and had not recovered by the time the pump was replaced at ~17:00. It was reported that there were other stalls on (B)(6) from 1:13 am to 10:04 am, (B)(6) 22:08 to (B)(6) at ~22:00, (B)(6) 19:11 to (B)(6) at 15:34, and then on (B)(6) from 13:10 to (B)(6) at 07:05, and the final stall prior to replacement at 16:07 on (B)(6). It was later reported that the patient had increased spasms. It was noted that the cause of the stall was unknown. It was reported that no troubleshooting was done. It was noted that the patient is currently doing well on her current infusion rate at the time of report.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication on the motor gear train. The motor stall was due to the shaft bearing.

Event description:
Additional information received reported the drug in the pump was gablofen.

Event description:
Additional information received reported there was never any concern about the pump functionality, but overdose was likely due to be nzodiazepines given in the care facility.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial # (B)(4). (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.